Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported the top 3 keys on the far left column did not do anything when pressed which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a top 3 keys on the far left column were not functioning when pressed. The event happened during an unspecified process step at the clinical engineering workshop. There was no patient involvement. No additional information is available.